Event description:
Legal counsel for decedent's son (plaintiff) reported that decedent underwent right total hip arthroplasty on (B)(6) 2005. Plaintiff's legal counsel reported that the decedent suffered symptoms of pain, problems with sitting/standing/moving up and down stairs and multiple dislocations. Legal counsel for plaintiff alleged the decedent underwent closed reduction procedures on (B)(6) 2013 and (B)(6) 2013. Furthermore, legal counsel reported that the decedent was ultimately revised on (B)(6) 2013 due to the above mentioned allegations and acetabular loosening. It was also alleged that metal debris in the surrounding tissue and a grayish colored substance were noted during the revision procedure. A review of invoice history confirmed the initial surgery date; however, invoice history indicates the revision procedure was performed on (B)(6) 2013 and suggests that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint (decedent's son) and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of events can occur: "inadequate range of motion due to improper selection or positioning of components", "dislocation and subluxation due to inadequate fixation and improper positioning", "intraoperative or postoperative bone fracture and/or postoperative pain", and "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06715 / 06716).